Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. It was noted the device was implanted approx 18-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of osteolysis.